Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) insertion was successful but, blood was found in the tubing. The catheter was removed and replaced with a new iab. There was no reported injury to the patient. The indication for use was myocardial infarction.

Manufacturer narrative:
Dealer: name: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The stylet wire, one way valve and guidewire were also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 9.1cm from the rear seal measuring 0.81cm in length. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. The penetration found appears to have been caused by a sharp object. It is difficult to determine how or when the penetration occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) insertion was successful but, blood was found in the tubing. The catheter was removed and replaced with a new iab. There was no reported injury to the patient. The indication for use was myocardial infarction.